Manufacturer narrative:
Investigation results confirmed that the evaporator was leaking due to corrosion. Therefore water entered the refrigeration cycle and the cooling function was no longer possible. Corrective actions are in progress for this issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found a high leakage current which returned back to normal after disconnecting the compressor. The cause could be a defective compressor. The unit has been removed from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during user maintenance on a heater-cooler system 3t the fuses were blown. There was no patient involvement.